Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified during drain cycle 3. The patient's ultrafiltration (uf) reading was 1918 ml, indicating the home patient (hp) drained 1918 ml more than the largest prescribed fill volume of 1800 ml. This meant the total drain volume was approximately 3718 ml, which meets the iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis lab (pal). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) found in the device logs. The cause of the increased intra-peritoneal volume (iipv) identified in the device log was undetermined. Not enough information was found in the logs to determine the cause; both the event and alarm logs were over-written. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA/ncr (B)(4). A follow-up report will be filed if any additional information is received.